Event description:
Revision surgery of primary scorpio ps knee to a triathlon ts after two years in situ due to instability.

Manufacturer narrative:
It cannot be determined which, if any of these devices may have caused or contributed to the pt's instability. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Device was discarded. Additional info was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.